Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer powered off the station and removed back panel, then reseated the pyxibus cable, drawer board components, retractor band, row board cable, latch and position sensors. The back panel was reinstalled, and the hardware was rebooted. After launching the application, the drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) medical center.